Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr performed troubleshooting and testing of the device, identifying a large drift on a turbine transducer calibrations. A replacement component has been ordered and once the replacement has been received, then the repair and evaluation will be completed. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while on a patient. The customer reported that the ventilator was taken off of the patient and replaced with no patient harm.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was turbine differential pressure. In failure investigation report cause was assigned as supplier manufacturing process.